Event description:
Caller reported an incident of hypoglycemia requiring professional medical treatment within 24 hours of having attempted, being unable to use the aviva system due to error e-7. Customer attempted to use meter at 8:00 am on (B)(6) 2013 and received error code e-7. At 8:30 pm on (B)(6) 2013, niece came by and found customer disoriented and almost unconscious. Niece called emts who arrived within a few minutes. Customer's blood glucose on the emt meter was 24 mg/dl. Customer was not able to treat herself. Emts treated customer with glucose IV and transported customer to hospital. She was not admitted. She was released from the emergency room the next morning. Her blood glucose upon release from hospital was 106 mg/dl. A request was made for the return of the meter and the strips, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.